Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is unable to connect to the ipg with external device. Reportedly, the patient has a medical procedure where in electro current was used. Troubleshooting was unable to resolve the issue. Surgical intervention may take place at a later date to address the issue.